Event description:
A 56 yr old male with med history of aortic stenosis and hypertension underwent an aortic valve replacement freehand using a 24mm aortic homograft on 12/01/1994. Early 1996 pt was successfully treated for endocarditis (subacute bacterial endocarditis), but was left with residual aortic insufficiency. On 06/09/1997, valve was explanted due to aortic insufficiency, calcification, cusp degeneration, and perforation of valve. The valve was replaced with another homograft.